Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The reason for call was the patient reported they have been having issues getting the smart programmer to connect with ins and could not get it to turn therapy off or on or raise settings for about a year. Patient confirmed the ins battery is charged. The patient needs assistance accessing MRI mode in order to determine MRI eligibility. Patient called back with charged external devices and wanted to turn up stimulation. They can't get it to connect to the device in back. When they connected on the call they got a por message. Walked caller through how to turn therapy on. They said that they could feel the stimulation again. Patient stated they hadn't felt stimulation in months.